Event description:
Contact reported that placement of the implant was difficult with the insertion instruments resulting in a delay (90-min) to the case. As a result of this problem, the surgeon reported that the placement of the implant is not considered to be optimal. Product remains implanted and no adverse patient outcome has been reported to date as a result of this stimulation. As the event resulted in a significant delay and less than optimal placement of the implant, an MDR is filed to document this event.

Manufacturer narrative:
The implanting instruments (6 components) were returned for evaluation. No problem was found during simulated use testing. The process of implantation is technique sensitive and no connection could be made between the event and any shortcoming of the depuy spine products. Implant remains in the patient and no adverse outcome has been reported to date. It is possible that less than optimal placement of the implant could result in the need for surgical intervention in the future.